Manufacturer narrative:
Trackwise#: (B)(4). The device was returned for evaluation on 07/13/2023. An investigation was conducted on 08/01/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact c-ring and the cannula. The clear silicone insulation on the tip of the cold jaw was observed to be peeled back, exposing the metal tip of the hot jaw. The detached silicone insulation was not returned for evaluation. The heater wire was observed to be flexed away from the hot jaw at the center of the hot jaw but remained attached at the base and tip of the hot jaw. There were no other visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed as well as the analyzed failure "material twisted/bent wire" was observed. The DHR shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot # 3000305145 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during or prep for an endoscopic vein harvesting procedure, after removing the vasoview hemopro 2 from the package, they noticed a portion of the silicone was missing from the jaws. The patient was not even in the room yet. A second hemopro was successfully used during the case.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.